Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited plastic distal end cover had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to identify the cause of the incident from the information obtained, it is possible that a high-energy treatment tool (high frequency) was used without ensuring a sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Gastrointestinal videoscope olympus gif-xz1200 operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Gastrointestinal videoscope olympus gif-xz1200 operation manual chapter 4 operation: 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.